Manufacturer narrative:
(B)(4). Visual analysis of the returned autotome rx device found the cutting wire of the device was detached, bent and blackened. The break in the wire was not smooth, indicating this was not a mechanical cut. In addition, the working length of the device was bent in three sections of the device. No other visual damage was noted. The reported event was confirmed. According to the product analysis, the cutting wire of the device was found detached, bent and blackened. Based on the condition of the device, the observed damage may have been caused by a peak of voltage or if the device was not in contact with the tissue when it was energized. Based on review and analysis of all available information, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an autotome rx 49 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the cutting wire broke. Reportedly, no part of the device was detached inside the patient. The procedure was completed with different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.